Event description:
Event description guidant received information that this chronic right atrial (ra) lead displayed low impedance measurements of 190ohms and a conductor fracture was observed on flouroscopy. The patient reported feeling fatigue and the physician suspected this resulted from loss of atrial pacing from the fracture. At the revision procedure, the fractured lead was surgically abandoned and successfully replaced.